Event description:
Rn found the alaris pump with lipids infusing was dripping from the bottom of pump. A portion of the tubing that is within the alaris pump had a hole in it. The infusion was stopped. New pump, bag of lipids, and new tubing obtained. It is not known if pump was alarming.